Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The customer replaced the graphic user interface (gui) printed circuit board (pcb). The se replaced the backlight inverter pcbs and uploaded the software. The device then passed all testing.

Event description:
It was reported that a ventilator had an erratic display. The bottom portion of the display was flashing colors. There was no report of patient involvement.